Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Event description:
Knee pain (arthralgia). Knee swelling (joint swelling). Knee effusion (joint effusion). Could not walk (abasia). Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2013, the pt rec'd treatment with synvisc one hylan gf-20) injection at a dose of 06ml, once in one knee (unspecified) (route of administration not provided). On (B)(6) 2013, the pt rec'd another synvisc one injection at a dose of 06ml, once in another knee. On (B)(6) 2013, the pt returned to the physician complaining of pain and swelling and stating that she "could not walk". The pt also developed knee (unspecified) effusion. The same day, arthrocentesis was performed and 30cc of clear fluid was aspirated from an unspecified knee and the pt rec'd a steroid (unspecified) injection as a treatment for the events of knee pain, knee swelling and knee effusion. At the time of report, the pt had not recovered from the events of knee pain, knee swelling and "could not walk". The outcome for the event of knee effusion was not provided. Concomitant mediations were not provided. The intensity for the events of knee pain and knee swelling was severe. The intensity for the events of "could not walk" and knee effusion was not provided. The causal relationship between synvisc one and all the events was not provided by the reporting physician.